Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that the patient had elevated troponin c. In (B)(6) 2018, the patient presented with unstable angina. Subsequently, the index procedure was performed. The target lesion was located in the mid left anterior descending (lad) artery extending up to distal lad with 90% stenosis and was 20mm long, with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilatation and placement of a 20 x 3.50 promus premier drug-eluting stent. Post dilatation was performed with 0% residual stenosis. A day post index procedure, the patient was noted with rise in troponin c. No action was taken to treat the event. On the next day, the patient was discharged on clopidogrel.